Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A ultraflex¿ esophageal ng stent and delivery system were returned; a visual examination found that the stent was almost fully deployed with only the last distal crochet stitches in place. No issues were noted with the profile of the crochet stitches from the point of release from the stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed. However, it was possible during analysis to fully deploy the stent without issue. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used during an esophageal stent placement procedure performed on (B)(6) 2015. The stent was intended to be used to treat a 6cm malignant tumor in the mid-esophagus. The patient anatomy was not tortuous and was dilated prior to the procedure. According to the complainant, during the procedure the physician was able to almost fully deploy the ultraflex esophageal ng stent. The wire became stuck at the end of the stent making it impossible to release the stent completely. The entire stent and delivery system were removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. The patient experienced some inflammation in the submucosa and bleeding as a result of removing the partially deployed stent. Per the physician, the inflammation and bleeding resolved on its own. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used during an esophageal stent placement procedure performed on (B)(6) 2015. The stent was intended to be used to treat a 6cm malignant tumor in the mid-esophagus. The patient anatomy was not tortuous and was dilated prior to the procedure. According to the complainant, during the procedure the physician was able to almost fully deploy the ultraflex esophageal ng stent. The wire became stuck at the end of the stent making it impossible to release the stent completely. The entire stent and delivery system were removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. The patient experienced some inflammation in the submucosa and bleeding as a result of removing the partially deployed stent. Per the physician, the inflammation and bleeding resolved on its own. The patient's condition at the conclusion of the procedure was reported to be stable.